Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were off the insulin pump because they were waiting for a replacement. The customer also reported that they experienced high blood glucose of 700 mg/dl. Their current blood glucose was 293 mg/dl. The customer reported that they were vomiting. The customer reported that they treated the high blood glucose of manual injections. The customer was assisted with getting previous insulin pump basal settings however the insulin pump had a motor error alarm and they were unable to retrieve those settings. The device will not be returned for analysis.